Event description:
Reportedly, the subject device was explanted after approximately one year due to infection. It should be returned for analysis.

Event description:
Reportedly, the subject device was explanted after approximately one year due to infection. It should be returned for analysis.